Manufacturer narrative:
Based on the claim against the product by the customer noting one of the master tool manipulator (mtm) was being sticky on the surgeon side console (ssc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The field service engineer was unable to reproduce the issue. The field service engineer completed the system calibration. Master tool manipulator 1 and master tool manipulator 2 required grip re-calibration before passing. All other tests passed. The gimbal grips were in good shape and did not require replacement. The field service engineer and robotics coordinator discussed communicating with surgeons to return the grips to a neutral state before swapping arms, especially with large instrument heads. The system was tested and verified as ready for use. The complaint regarding master tool manipulator was being sticky on the surgeon side console was not confirmed based on the field evaluation. The probable root cause of the alleged master tool manipulator being sticky on the surgeon side console cannot be determined based on the information provided and field service engineer's field evaluation. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to one of the master tool manipulator (mtm) sticking. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, one of the master tool manipulators (mtm) was being sticky on the surgeon side console (ssc). The master tool manipulators was sticking and kept giving a match grips error message. The customer stated that the surgeon switched to the other surgeon side console and the issue was not recurring. Customer was not able to provide further details regarding the issue or which master tool manipulators was affected. Customer continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and confirmed that the surgeon had to move to the second surgeon side console to get the master tool manipulator (mtm) to work. The procedure was completed with no patient injuries.